Event description:
While placing midline in patient for vascular access. Using ultrasound, I was able to access the vein and confirmed this by blood return in the catheter. I then advanced the wire on the powerglide catheter without any complications. I then lowered my angle and began to advance the catheter and was able to advance it until only 1 cm was outside the patient. I began to pull the needle out in smooth steady motion and felt resistance. I was unable to retract the needle. You cannot re-advance the needle so instead I decided to pull the entire device as a whole out of the patient and start over with new catheter. The powerglide was removed with catheter appearing mangled but intact. Patient denied pain or discomfort to arm and no swelling or hardness was noted. New midline was placed in patient's arm without any difficulty.